Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. Customer's blood glucose was 150 mg/dl. Customer received second series of beeps and numbers appeared on display screen after letting go of the act button. Customer repeated steps after changing reservoir, but same issue occurred. Customer was advised that insulin pump would be replaced.